Manufacturer narrative:
Phone number requested but not provided. (B)(4). The event is currently under investigation.

Event description:
On (B)(6) 2016, study patient (B)(6) enrolled in the zenith low profile aaa endovascular graft study conducted in the us, was found to have a device occlusion in the ipsilateral (right) iliac graft limb 365 days post-procedure. This (B)(6) white female presented at the time of enrollment with a 50 mm abdominal aortic aneurysm. The proximal neck had a parallel shape with no plaque/thrombus. There was no tortuosity, occlusive disease, or calcification in either iliac artery. Core lab analysis of the pre-procedure imaging noted an abdominal aortic aneurysm approximately 49.8 mm in diameter with an irregular neck with partial plaque/thrombus. Core lab noted mild tortuosity, mild occlusive disease and mild calcification in the right iliac artery and mild tortuosity, moderate occlusive disease and moderate calcification in the left iliac artery. On (B)(6) 2015, under general anesthesia, the patient received a 26 mm x 84 mm main-body graft, a contralateral (left) 16mm x 74 mm iliac leg graft, and an ipsilateral (right) 16 mm x 74 mm iliac leg graft. The devices were deployed without difficulty. A molding balloon was used during the procedure without difficulty or complications. No ancillary components were used and no additional procedures were performed. There were no patient related adverse events observed during the procedure. The completion angiogram demonstrated that the endovascular graft was patent with no evidence of a kink or endoleak. Core lab analysis of the completion angiogram concurred. The patient's estimated blood loss was 100 cc and no blood products were given intra-operatively. Follow up imaging: on (B)(6) 2015 CT scan and x-ray (one-month follow-up) site analysis: grafts patent with no endoleak. The device was intact with no evidence of barb separation, stent fracture, kink, component separation or stenosis. Core lab analysis: grafts patent with no endoleak. The device was intact with no evidence of barb separation, stent fracture, kink, component separation or stenosis. On (B)(6) 2015 CT scan and x-ray (six-month follow-up). Site analysis: grafts patent with no endoleak. The device was intact with no evidence of migration, barb separation, stent fracture, kink, component separation or stenosis. Core lab analysis: grafts patent with no endoleak. The device was intact with no evidence of migration, barb separation, stent fracture, kink, component separation or stenosis. On (B)(6) 2016 CT scan and x-ray (twelve-month follow-up). Site analysis: the x-ray revealed an occlusion in the right iliac graft limb and the CT scan revealed that the right iliac limb was not patent. The device was device was intact with no migration, barb separation, stent fractures, component separation, device compression, or kinks. Core lab analysis: core lab analysis of the CT scan revealed that the right iliac graft limb was occluded and also noted a small type ii lumbar endoleak. There was no evidence of kink or compression. Adverse events: on (B)(6) 2015: the patient was hospitalized with pneumonia. Treatment included antibiotics. The patient was discharged from the hospital on (B)(6) 2015. On (B)(6) 2015: the patient experienced back pain and was hospitalized with a vertebral compression fracture. The patient was treated with kyphoplasty was discharged on (B)(6) 2015. On (B)(6) 2015: on this day, the patient reported that she began experiencing pain in the right leg. This pain was first reported to the clinician at the twelve-month clinical assessment performed on (B)(6) 2016. At this visit, the physical assessment revealed absent femoral/popliteal pulses in the right leg and diminished posterior tibial and dorsalis pedis pulses on the right leg. On (B)(6) 2016, the patient underwent a "left common femoral artery to right common femoral artery bypass" to treat device occlusion in the right iliac limb. The intervention was considered successful.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, trends, and quality control of the device was conducted during the investigation. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. The device is shipped with an instruction for use (IFU) that describes the intended use. Specific items addressed include: patient selection: pre-existing regions of stenosis/narrowing have been shown to increase the risk of a thromboembolic event (e.g. Leg graft occlusion); potential for this increased risk in these patients may preclude placement of an endovascular graft. Dilation of these regions with a noncompliant balloon and/or stent placement may be necessary to help assure maintained graft patency and to reduce the risk of a thromboembolic event. Patients with poor outflow or a hypercoagulable state may be at an increased risk of a thromboembolic event. Patients may be predisposed to device occlusion for a number of reasons including genetic predisposition, iliac tortuosity, external compression, pulsation / repetitive stenosis, narrow inner iliac lumen, vessel damage, and rough surfaces. This patient had a past medical history significant for coronary artery disease, hypertension and smoking; which potentially increased the risk of a thromboembolic event and/ or graft limb occlusion. Based on available information and results of the investigation; however, a definitive root cause cannot conclusively be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
It was reported from the clinical study that one year endovascular aneurysm repair (evar) this patient was found to have an occlusion of the zenith low profile aaa endovascular graft on the ipsilateral (right) iliac graft limb. The patient arrived at the hospital for clinical assessment with reports of pain to the right leg. Upon physical assessment, the right femoral & popliteal pulses were noted to be absent, and posterior tibial and dorsalis pedis pulses were diminished. Computerized tomography (CT) scan & x-ray results revealed an occlusion of the right iliac graft limb. On (B)(6) 2016, the patient subsequently underwent a left common femoral-to-right common femoral (fem-fem) artery bypass¿ to treat device occlusion of the right iliac limb. The intervention was considered successful.